Manufacturer narrative:
Follow-up #1: date of submission: 17-sep-2018. Device evaluation: the device has been returned and evaluated by product analysis on 05-sep-2018 with the following findings: during investigation, the keypad functioned properly. Unrelated to the original complaint, the battery compartment was cracked from the top above pad to the cover part, and the battery cap threads were damaged/stripped. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a other (unusual issue) issue. The reporter alleged that after confirming all information on the verify screen, the pump would not progress past the verify screen. There is no indication the alleged product issue caused or contributed to an adverse event. This complaint is being reported because the issue could result in long-term cessation of insulin delivery to the patient.